Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 1.2 ml harmonyca¿ with lidocaine and in the lips with 1 ml of juvéderm® volbella¿ with lidocaine. The patient experienced a ¿10-month delayed granulomatous reaction¿ with ¿thickened lumps¿ by the injection sites for both fillers. Two months later, the patient was hyalase 500 units injections. A month later, the patient was treated with hyalase 750 units injections and oral steroids. Event was ongoing. This file captured the juvéderm® volbella¿ with lidocaine.